Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a scheduled device check. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. The patient was scheduled for lead revision. Prior to the procedure it was noted that the lead was also exhibiting failure to sense. The lead was repositioned successfully on (B)(6) 2018. The patient was stable prior, during and post procedure and will continue to be monitored.